Event description:
Reportable based on analysis completed on 12-oct-2011. It was reported that during a stenting treatment procedure, difficulty crossing a lesion occurred. The 90% stenosed target lesion was located in a severely tortuous and severely calcified left anterior descending artery. A non-bsc device was used to predilate the target lesion before the 2.75x28mm promus element failed to cross the lesion. Then a non-bsc stent was advanced but also failed to cross the lesion. The physician attempted to cross with a 2.75x24mm promus element but was unable cross the lesion. The patient was treated with medication and the physician is considering rescheduling the procedure. No patient complications were reported and the patient's condition is stable. However, the product analysis revealed stent damage. This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
Device is combination product. (B)(4). Device evaluated by MFR: a visual and microscopic examination identified distal stent damage. The distal section of the stent was stretched to a length of 31mm. Struts were slightly raised throughout the stretched section. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted. The balloon was tightly wrapped and was not subjected to any positive pressure. Kinks were present along the inner and outer lumen. Kinks were present throughout the entire length of the hypotube. Solidified contrast media was present within the entire length of the inflation lumen. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).